Manufacturer narrative:
Allergan has initiated an investigation into this late report. Information contained in this report was previously submitted through asr on 04/15/2017. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of severe allergic reaction and skin irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "severe allergic reaction" and "skin irritation" on an unknown side. Manufacturer of the device is unknown. Device has been explanted.